Manufacturer narrative:
A central processing unit (cpu) was returned for analysis. An investigation was performed, and the product analysis technician reported that the root cause was due to a component built without a date code could be subject to cold joints within component that can result in component failing to sound.

Manufacturer narrative:
Date of report: 30aug2021. There was no patient involvement.

Event description:
The customer requested a periodic maintenance and did not mention diagnostic error "back up alarm" failed. The device was not in use on a patient. No patient or user harm was reported. The field service engineer (fse) confirmed the failure in the diagnostic error logs. The (fse) also identified the fan guard was missing. The (fse) replaced the central processing unit (cpu) board to resolve the issue. The unit was tested, and it was returned to service.